Event description:
Reporter indicated that patient underwent generator explant surgery due to infection. It was reported that following generator replacement surgery, the patient developed hematoma and wound laxity at the chest incision and that as a result, the lead appeared to be protruding under the skin through the wound. The patient underwent an I&d procedure approximately 7 months post generator replacement surgery, during which the chest incision was irrigated with bacitracin and oversewn. Eight days later, the patient underwent generator explant surgery because the chest incision had again dehisced and was draining seroous fluid. The infection has reportedly resolved. Infection is a known complication of any surgical procedure. Evidence obtained to date does not suggest that the vns therapy system was a casual or contributing factor to the reported event as sterility of the devices was confirmed with no report or indication of compromised sterility. Additionally, treating physician indicated that the patient has previously experienced similar difficulties with healing after surgery.